Manufacturer narrative:
The device is being quarantined at vitas healthcare and will not be returned to caire. If any additional information is discovered, a follow-up report will be submitted.

Event description:
The patient was smoking with both o2 and CPAP on, and started a fire. The patient sustained second degree burns to the face and was intubated upon arrival to the ER.